Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this device remains in service.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this device remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this device remains in service.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this device remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this device remains in service. Additional information was received indicating that this patient was hospitalized again as they allegedly received a shock from the device, but the hcp was not able to find any stored episodes with therapy. Data analysis was reviewed and only a recent episode with therapy delivered for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr) was found. Upon further review, ts determined that after the initially reported code 1005 code was identified, the stored episodes were incorrectly labelled as no therapy when all contained shocks. Additionally, it was discussed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault, so the data appears to point to a lead integrity concern only. A troubleshooting guide was provided to exclude lead impairment. The device remains in service and no adverse patient effects were reported. Additional information received from the field indicates this system presented difficulties to convert an arrhythmia. High pacing threshold measurements were also observed. A lead integrity test was performed and passed, but the physician made the decision to replace both the rv lead and this device to avoid further complications. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Memory review noted that code 1005 was present, but no other suspicious fault codes were recorded. The device was exposed to simulated heart load conditions, and the shocking, pacing, sensing and recording functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this device remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this device remains in service. Additional information was received indicating that this patient was hospitalized again as they allegedly received a shock from the device, but the hcp was not able to find any stored episodes with therapy. Data analysis was reviewed and only a recent episode with therapy delivered for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr) was found. Upon further review, ts determined that after the initially reported code 1005 code was identified, the stored episodes were incorrectly labelled as no therapy when all contained shocks. Additionally, it was discussed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault, so the data appears to point to a lead integrity concern only. A troubleshooting guide was provided to exclude lead impairment. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this device remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this device remains in service. Additional information was received indicating that this patient was hospitalized again as they allegedly received a shock from the device, but the hcp was not able to find any stored episodes with therapy. Data analysis was reviewed and only a recent episode with therapy delivered for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr) was found. Upon further review, ts determined that after the initially reported code 1005 code was identified, the stored episodes were incorrectly labelled as no therapy when all contained shocks. Additionally, it was discussed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault, so the data appears to point to a lead integrity concern only. A troubleshooting guide was provided to exclude lead impairment. The device remains in service and no adverse patient effects were reported. Additional information was received from the field indicates this system presented difficulties to convert an arrhythmia. High pacing threshold measurements were also observed. A lead integrity test was performed and passed, but the physician made the decision to replace both the rv lead and this device to avoid further complications. No additional adverse patient effects were reported. The device is expected to be returned for analysis.